Event description:
The customer contacted heartsine to report a non-critical issue with their device. During evaluation it was observed failure of -ve terminal pogo-pin. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
During evaluation of the customer's device it was observed failure of -ve terminal pogo-pin. The failed pogo pin had resulted in a poor electrical connection between the device and pad-pak. The customer's device will be scrapped by heartsine and the customer will be provided with a replacement device.